Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 12/3.0 mm balloon ruptured. The lesion being treated was located in the right coronary artery. The physician used a sportwire guidewire to cross the lesion. The quantum maverick monorail 12/3.0 mm balloon was being used to predilate the lesion for placement of a taxus stent when it ruptured at 10 atms on the initial inflation. The quantum maverick monorail balloon was removed and replaced with another quantum maverick monorail 12/3.0 mm balloon to successfully complete the lesion predilatation at 14-16 atms. The taxus 3.0/16 mm des was then deployed at the lesion site as planned. No pt injuries or complications were reported. Pt status is reported as 'fine'.